Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 3300tfx 21mm aortic valve was scheduled for a valve-in-valve procedure after an implant duration of 7 years, 9 months due to stenosis. The valve-in-valve procedure was cancelled due to failed leaflet modification.

Manufacturer narrative:
H11. Additional narrative: updated b5, b7, and h6.

Event description:
It was reported that a patient with a 3300tfx 21mm aortic valve is scheduled for a valve-in-valve procedure after an implant duration of 7 years, 9 months due to degeneration, severe stenosis. The patient presented with acute on chronic diastolic heart failure.

Manufacturer narrative:
H11. Additional narrative.

Event description:
Another attempt of tavr was successful. A 9755rsl20a was implanted with good result.

Event description:
It was reported that a patient with a 3300tfx 21mm aortic valve was scheduled for a valve-in-valve procedure after an implant duration of 7 years, 9 months due to degeneration, severe stenosis. The patient presented with acute on chronic diastolic heart failure. Per medical records the re-intervention was unsuccessful due to inability cross leaflet to lacerate and high risk of coronary compromise.

Manufacturer narrative:
H11. Additional narrative. Updated b5 and h6.

Manufacturer narrative:
H11:. Additional narrative updated d4, h4, and h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.